Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: thrombosis has caused or contributed to patient injury previously. Device issue: no device malfunction has been reported. It was reported via trial, that there was preexisting thrombus in the ramus prior to predilatation being performed prior to stenting of the ramus with one xience v stent. An attempt was made to cross with a xience v stent; however, the shaft kinked and the device was removed from the patient. After successful placement of a second xience v stent, the patient experienced thrombus embolization into the distal segment of the ramus. No chest pain was experienced with this. An ECG was performed; however, no mi was found to have occurred. The symptoms resolved without sequela(e) or treatment. Patient was discharged in 2009. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - thrombosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Thrombosis is listed as no fault procedural complication. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. It is unknown if the thrombosis is related to the product and/or the procedure and reportedly, there was no treatment performed. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.